Manufacturer narrative:
The reliability analysis inspected 2 opened/used enlite sensors and found both sensor needles separated from sensor. Complaint against enlite-serter.

Event description:
The customer reported via phone call of issues with their sensors. The customer states the sensors will pull completely out of the inserter. The customer states that their last sensor stayed on the base, but the needle housing remained in the serter. The customer's blood glucose level at the time was 167mg/dl. The customer was advised the sensors would be replaced and returned for analysis.